Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal delivery totals in total daily dose did not match active basal program total. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: a review of the pump histories showed that basal totals in the total daily dose history were equal to basal totals in the pump. The basal change history was equal to active basal program settings. During investigation, the pump was programmed to deliver 1 unit an hour, at the end of 24 hours, the total daily dose history accurately showed 24 units delivered. The pump performed within specifications and no defect was found. The complaint of a history settings issue was not duplicated during investigation.